Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the buttons on the screen would "get stuck" and did not allow the customer to proceed to other screens. The customer's blood glucose (bg) would be impacted due to the issue; however, a specific bg value was unable to be provided. Customer would continue to use the pump for insulin therapy.